Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported the consumer thought their device needed to be recalibrated meaning reprogrammed due to a problem with the device. The device was supposed to work when lying down or walking but it wouldn¿t change because the consumer fell four times in the last three months which caused these issues. No further complications were anticipated.